Manufacturer narrative:
Tracking #.48643. Date sent: 12/07/1998. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry information received, visual examination and functional test, it was concluded that the reported incident occurred due to a partially yielded cartridge nose weld. The instrument was received with a partially yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached as to how the nose weld had yielded.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the device jammed upon initial firing. A second ems was opened and the same thing happened. A third ems was opened to complete the case. There was no consequence to the pt.